Event description:
Description of event according to the initial reporter: the physician got the hook of the filter out of the sheath into a lumbar vein. The physician pulled it down in an attempt to get it out of the lumber vein and then proceeded to track it out of the vena cava. Unfortunately, the filter continued to track into the lumber vein. The physician made the decision to deploy and attempt retrieval. The retrieval was not successful. It appears the hook of the filter is facing into the caval wall. The physician placed a second filter in good position above the first filter ad will attempt to retrieve both after the patients scheduled surgery. The filter was mal-deployed.